Event description:
It was reported by the customer that during use of the relion pen needles 8mm x 31 gauge, there was no flow during injection. The following information was provided by the initial reporter: relion consumer reported no insulin flow when taking injection stated, does not prime before injection

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this . A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Clog test was conducted on 7pcs retention samples and no needle clog fail found.

Event description:
It was reported by the customer that during use of the relion pen needles 8mm x 31 gauge, there was no flow during injection. The following information was provided by the initial reporter: relion consumer reported no insulin flow when taking injection stated, does not prime before injection.